Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, there was a leaky quick-connect in the line that goes from the centrifugal head to the oxygenator. The customer reported that the leak was coming from in between the connected and tubing. The product was not changed out, there was about 10 ml blood loss, and surgery was completed successfully. There was no pt harm.

Manufacturer narrative:
Terumo did not receive the device and further investigation is necessary. Terumo plans on submitting a f/u report when more info becomes available. (B)(4).